Manufacturer narrative:
The reported events of failure to capture and a sensing issue were confirmed. A complete lead was returned for analysis. X-ray examination confirmed the inner coil was over torqued at the connector region. The cause of the reported events of failure to capture and a sensing issue were isolated to the over torqued inner coil which is consistent with procedural damage. Electrical testing was normal with no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture and unspecified sensing issue. The atrial lead was not used and replaced. The patient was in stable condition.